Event description:
The customer reported to baxter corporate product surveillance, an unknown quantity of 3-way standard bore stopcocks in which cracking was detected after unknown duration of time. The customer reported that it had been, "at least a couple days" during use to drain an unspecified abscess into a drain bag. The customer relayed that saline was used to flush the stopcock. The customer reported that the stopcock was changed after cracking was detected and that there is no patient injury associated with this report. The customer was advised that per the package labeling, the stopcock should be changed every 24 hours. No further information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was performed, and no deviations were found during the review for lot ur12a24061. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information becomes available, a follow-up report will be submitted.